Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe b collar wash waste solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08.

Event description:
The customer alleged multiple cc (cartridge chemistry) erroneous patient results and suppressed result errors (no result value) were generated on their unicel dxc 600i synchron access clinical system. A review of customer provided data confirmed the instrument generated five erroneous patient results for gluh (glucose), cr-s (creatinine), and tbil (total bilirubin). The customer stated the patient sample results were not reported outside of the laboratory with no impact to patient treatment. The customer stated there was no quality control (qc) issues observed and did not provide calibration reports or quality control data. However, the customer performed and provided calibration verification testing resulting in multiple cc recovering with suppressed errors.